Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the front panel was flickering due to a defective converter unit, and the video connector was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front panel of a loaner device visera elite video system center was flashing. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective converter unit. Olympus will continue to monitor field performance for this device.